Event description:
The customer reported that the keypad was sticky. The caller stated that the numbers did not appear on the screen while pressing the activate button. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an intermittent button response due to moisture damage on the keypad traces. No sticking keypad noted. The device was received with scratched screen, cracked reservoir tube lip, loose drive support disk, and missing end cap sticker.